Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer could not remember if the event impacted their blood glucose level. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. It was noted that the customer resumed insulin delivery without changing any supplies and no further issues were noted.